Manufacturer narrative:
Carefusion complaint #: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator alarmed transducer fault, vent inoperable, low exhaled volume, low peak inspiratory pressure, motor fault and high rate. The events log includes transducer fault occurred and the circuit pressure calibration testing failed. There customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a faulty exhalation pressure transducer.